Event description:
Upon receipt of the device, the user reported the module slot on the left side of the roller pump did not function as expected. Any module placed in that slot did not function. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.